Manufacturer narrative:
The insulin pump was received with a blank display; the problem was isolated to the lcd board. The unit was unable to perform any test due to the blank display. The following physical damage was noted: cracked battery tube thread, cracked reservoir tube lip, cracked casing near the display window corners, cracked display window, and minor scratches on the display window.

Event description:
The customer reported via phone call that her insulin pump had a blank display. The patient's blood glucose at the time of incident was 436 mg/dl, which she planned to treat with a manual insulin injection. Troubleshooting was initiated for the blank display anomaly. The customer found a crack at the bottom of the display screen that goes over to the top of the reservoir compartment. He customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. A new alkaline aaa battery was inserted into the pump but the display did not return. The battery cap contact was cleaned and a new aaa alkaline battery was inserted again but the display did not return. The insulin pump was returned for analysis and a replacement device was shipped to the customer.